Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:40:40. During night drain cycle one, the patient's ultrafiltration reading was 2001ml, indicating the home patient (hp) drained 2001ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. Suspect medical device info will not be provided in the emdr, because the product code is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.